Manufacturer narrative:
Sensor carelink additional investigation was performed for the discrepancy between sensor glucose and blood glucose and the change sensor alert. Sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the discrepancy between sensor glucose and blood glucose. Change sensor due to 1khz eis logic in sensor glucose algorithm. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the change sensor alert. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the change sensor alert and the sensor glucose vs. Blood glucose difference was more than 30%. The customer reported no adverse event. The event involved products mmt-7841zn and mmt-7040ma. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-7841zn. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-7040ma.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.